Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the blender on the vela ventilator was failing. It was stated that the o2 verification percentages are off. For 21, 30, 60, they are fine. But for 100%, the values go from 98% to 120%, back and forth. There is no information of patient involvement associated with the event as of this time.